Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date can not be determined. However, lot number 581863, provided by the complainant represents the prolieve catheter contained in the prolieve thermodilatation kit. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-04881 for a description of the second device. A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, the physician was unable to place the catheter properly. The prolieve catheter buckled up during placement. The procedure was not completed due to this event. No pt compilations were reported as a result of this event. The pt's condition was reported as "fine."